Manufacturer narrative:
Root cause: patient selection. Patient was obese. According to the physician the facet gave way but nothing to do with the device, but actually selection (i.e. The patient was too heavy). The physician said that the facet could have already been broken. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.

Event description:
Implant was explanted due to back pain. Patient lamina broke on the left side just above the screw head.